Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, insulin pump received excessive unexpected restart alarms. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was unable to perform error test due to unresponsive button. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.